Event description:
A non-health professional reported that during an intraocular lens (iol) implant surgery, the patients eye had a hole in the bag, and the lens would not stay in place. It was reported that the lens was thrown away after case. Additional information received and stated that the patients anatomy was the contributory cause.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. No other complaints in the lot. The manufacturer internal reference number is: (B)(4).